Event description:
It was reported that (1) h2tuv was used during an unknown procedure. It was reported by the affiliate that a piece of the handle broke on the device. Opened another device to complete the case. There was no consequence to pt.